Manufacturer narrative:
Date of event: date of event was approximated to 01/01/2019 as no event date was reported.

Event description:
It was reported that the catheter fracture occurred. The target lesion was located in the prostate artery. A direxion catheter was selected for use. During the procedure, it was noted the catheter nitinol became fractured. The procedure was completed with another of the same device. There were no patient complications reported.